Event description:
While using a byte night aligners, patient reported that they are experiencing sore throat, swollen gums with sores. They stopped aligner treatment for two days and their symptoms got better. They resumed treatment and the symptoms came back worse. Patient went to their doctor and was told that they are possibly allergic to the aligners. Advised patient to stop brightbyte use, asked if they have had a follow up appointment to review for possible allergic reaction. Advised patient to follow up once they are seen for their appointment for the possible allergic reaction.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.